Event description:
A customer reported that the equipment displayed a system message indicating problems with the footswitch and locked prior to a procedure. The procedures for the day were canceled due to this event. It was noted that a pt had received peribulbar anesthesia prior to the event. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the footswitch. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system or footswitch. The root cause cannot be determined conclusively. (B)(4).